Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 500 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, vomiting, headache and stomach pain. The patient reports they had administered a bolus followed by another bolus at night but this did not improve their blood glucose level. Once at the hospital emergency room the patient had blood tests administered. The patient was treated with intravenous fluids, insulin and medication for nausea. The patient reports being discharged from the hospital after one night. The patient reports they were able to continue pod use after this incident.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.